Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the clip would not release from the delivery catheter. The physician pulled the clip off the tissue without causing additional tissue damage and completed the procedure with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed; the control wire was separated per design. One kink was found in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. Based on the evaluation conducted and the details of the complaint, it is likely that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the clip would not release from the delivery catheter. The physician pulled the clip off the tissue without causing additional tissue damage and completed the procedure with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.